Manufacturer narrative:
Customer contact phone number: (B)(6).

Event description:
It was reported that the cuff component of the portex endotracheal tube became deflated after intubation. The cuff was found to be turn. This product issue was discovered during the removal of the device from the patient. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: additional information was received that the patient de-saturated up to 85% o2. Reintubation was performed to resolve the issue. Date of the event ((B)(6) 2021) was also provided.